Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email no delivery alarm. Customer's blood glucose level was unknown. Customer advised due to the alarms they had run low on their current infusion sets. Customer advised the no delivery alarm recurred frequently for multiple weeks during manual prime. Customer's infusion sets were all replaced.